Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found that one on the jaws was twisted. The jaw had broken tip insulation, and the broken piece was not received. The reported condition was confirmed. One jaw was twisted by damage from an external force, consistent with the user inadvertently exerting excessive torque on the jaws. The device could not be activated and the knife could not move in the knife track due to mechanical damage to the jaws. The tip of the jaw insulation was broken. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the replacement procedure of artificial blood vessels, the surgeon activated the device, error tone was heard and the tip was found cracked. They opened another device to complete the procedure.